Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test guardian link with the glucose sensor simulator and the test bg meter communicates properly to the pump noted and the bg readings registered properly in the daily history noted. The insulin pump was received with broken belt clip rails, scratched case, pillowing keypad overlay and minor scratched lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had been receiving large differences between sensor and blood glucose readings. Blood glucose level at the time of the incident was 30 mg/dl, which was treated with juice. The customer also reported physical damage to the insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.